Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 140-150 mg/dl. Reportedly, the customer will continue using current pump until replacement is received for insulin therapy.